Event description:
It was reported that two left ventricular (lv) leads were attempted to be implanted, but due to unacceptable pacing thresholds, the lv leads could not be implanted. No left ventricular lead was implanted. The patient is a participant in the post market study 246 block heart failure (hf). No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.